Event description:
It was reported that "removal instrument was broken during the attempt of removing a screw out of a plate."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 66 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the mfg file no deviations were noted from his device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was completed successfully and all metal fragments were successfully removed. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique stated that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.